Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rev1020 showed twenty-one other similar product complaint(s) from this lot number. All complaints for this lot number (revg1020) have been reported from eight china facilities.

Event description:
It was reported on (B)(6) 2013 that the pt went to the hospital and told the doctor his catheter out of the body. The doctor checked and confirmed that the catheter was separated form the cuff. The cuff still in pt's body.